Event description:
While trying to exact a nail, the instrument broke at the thread bolt inside the nail. The nail was unable to be removed creating a significant delay in surgery.

Manufacturer narrative:
Examination was not possible, as no product was not returned. The investigation was limited to the info provided, as the lot number or vendor date code was not provided. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the product and/or any add'l info be received, the investigation will be reopened.